Event description:
It was reported that during the permanent procedure the physician was unable to advance the lead to the targeted vertebral segment. The physician became concern and abandoned the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.